Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the antimicrobial tubing breaks off the blocking drainage. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag did not drain the urine properly. It was noted that the patient used multiple flip flow valve items. Per email received on (B)(6) 2021 the urine drain was rather slow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag did not drained the urine properly. Patient had used multiple flip flow valve items.